Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned for evaluation. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
This is a report of a patient who experienced an unspecified system error alarm on the homechoice machine. This occurred during peritoneal dialysis therapy; however, the patient was not connected at the time of the event. The technical services representative advised the patient to start therapy over using new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.